Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The power pin driver (product code 950502071) cannot be dissociated from the universal hudson adaptor. The incident was detected during product inspection by orthokit technician.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The power pin driver (product code 950502071) cannot be dissociated from the universal hudson adaptor. The incident was detected during product inspection by orthokit technician. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.